Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse could not be confirmed as the reported event could not be replicated. One 4 fr groshong nxt catheter was returned for evaluation. The connector was assembled with the catheter. Microscopic observation of the valve did not reveal any apparent damage; however, the valve appeared to be slightly curved which did not affect the ability to infuse and may have been caused during manipulation of the catheter. The valve slit length was measured and found to be within specification. The catheter was flushed with water using a 12 ml syringe and was patent to infusion and aspiration. Catheter kinking or residue occlusion may have created a temporary occlusion; however, since the catheter was found to be patent to infusion and aspiration during functional testing, the complaint could not be confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that one catheter was placed in this patient on (B)(6). Infusion could not be done through the catheter, but blood draws succeeded. The problem could not be addressed even after x-ray and catheter adjustments were done and fibrinolytic sheath was ruled out. On (B)(6) the catheter was removed. Aspiration could not be done with the removed catheter since the valve did not work properly.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2339 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that one catheter was placed in this patient on november 18. Infusion could not be done through the catheter, but blood draws succeeded. The problem could not be addressed even after x-ray and catheter adjustments were done and fibrinolytic sheath was ruled out. On november 20, the catheter was removed. Aspiration could not be done with the removed catheter since the valve did not work properly.